Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced headaches and inflammation one day after undergoing a craniotomy due to chiari malformation in which dura-guard was used. It was reported the pain was ongoing (no further details was provided). Approximately eight months later, in response to the inflammation, a ventriculostomy was performed and a vp shunt was added due to the swelling. Approximately two months later, a craniotomy for another indication was performed; however, it was discovered the other indication was an inflammatory response to the dura-guard. The dura-guard was removed and replaced with a different product. No further detail was provided regarding the medical intervention associated with headaches, inflammation or the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: additional information: should additional relevant information become available, a supplemental report will be submitted.